Event description:
A pt with high-grade dysplasia in a barrett's esophagus underwent circumferential rfa as part of the (B)(6) registry and was found to have a stricture one month later in the treated area. This was dilated successful followed by focal ablation. The physician graded the severity of this event as moderate and not related to any device malfunction.